Event description:
A silverhawk ls-m was inserted and made 4 passes thru soft plaque. The device appeared "full", at which point the thumb-switch started jamming in the on position. The physician had to hold thumb-switch forward to hold in the off position so the device could be removed to clean. The physician was able to clean the silverhawk, but it was not working properly. During the procedure a vessel was perforated and a balloon was used to seal the perforation without further intervention needed.